Event description:
Customer reported an issue with the a5 anesthesia delivery system's o2 cell calibration that may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and could not duplicate the reported problem. As a precautionary measure, all of the parts related to o2 sensor were replaced.